Manufacturer narrative:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was exposed prior to preparation and removing the device from the protective housing. The device was discarded, and an additional device was opened to complete procedure. The device was opened in a sterile field. The device was stored according to the instructions for use (IFU). It was removed from the package by the handle in an upward motion. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot f2526003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event. However, as the issue reportedly occurred prior to removing the device from the protective housing, storage and/or handling factors are possible. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the available information suggests that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was exposed prior to preparation and removing the device from the protective housing. The device was discarded and an additional device was opened to complete procedure. The device was opened in a sterile field. The device was stored according to the instructions for use (IFU). It was removed from the package by the handle in an upward motion. The device is not being returned for evaluation as it was discarded.